Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 21 years 2 months post implant of this mitral bioprosthetic valve, technical services received a call stating that this patient was recently admitted with mitral stenosis and regurgitation. A transesophageal echocardiogram (tee) noted that there was also leaflet damage. Ultimately a valve-in-valve procedure was completed successfully using a non medtronic device. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.